Manufacturer narrative:
Correction: d3, g1, h11. This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the sheath beak was due to user mishandling during device reprocessing, such as impact-dropped. The device was produced in may 2022. The final manufacturing date was not provided in the dhrs. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the cf resectoscope inner sheath, 25fr had a damaged tip. The event occurred during reprocessing for a therapeutic procedure. There was no delay, and the procedure was completed with the same device. There was no patient harm associated with the event.